Event description:
The customer reported unable to prime. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. During priming prior to patient use, the customer contact reported that the nurse applied heavy pressure to the solution container. No specific details were provided. At this time, the customer contact reported that the drip chamber of the tubing set would fill; however, the solution would not flow distal to the drip chamber of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device will be evaluated. Investigation is not complete. This report representative all the information known by the reporter upon query by hospira personnel.